Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the patient interface was not connecting when hard wired but was connecting wirelessly. The problem was the pi box battery goes dead during long case. There was an error code that shows it was faulting out. The cables were changed but the issue was not resolved with repositioning or troubleshooting. There was no patient involved.

Manufacturer narrative:
H3: product analysis of the nim console (sn: (B)(6) found that there was no fault in it. Product analysis of the nim patient interface (sn: (B)(6) found that there was a missing clip, and a defective stim pcba. Product analysis of the nim patient interface (sn: (B)(6) found that there was a wired connection failure due to a defective main pcba. H6: previously applied codes fdm b17, fdr c20, fdc d16 and img g02030 are no longer applicable. The nim patient interface (sn: (B)(6) was not connecting when hard wired but was connecting wirelessly. Additional information received shows that there is no information to reasonably suggest that this device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this patient interface did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The nim patient interface (sn: (B)(6) was not connecting when hard wired but was connecting wirelessly. Therefore, this device no longer meets the reporting criteria.